Event description:
An 81-year-old female patient underwent a zfen for aaa procedure in which the zenith fenestrated aaa endovascular graft proximal body, g32536, was used. The graft was inserted into tortuous anatomy and was rotated (rotating the gray positioner and sheath in unison) to correct position. The graft was unsheathed and candy-wrapping was noticed. The graft was then rotated in the opposite direction to "unwrap". Renal arteries were cannulated and ansel sheaths were advanced into position. When the gold trigger wire was pulled and released, the physician noticed some tension. The black trigger wire was released and pulled with some tension as well. The pin vise was loosened, the top cap was advanced, and the pin vise tightened. The white trigger wire was pulled, and the wire broke off, flush with the trigger mechanism. Advanced trouble shooting techniques were followed to expose the trigger wire. The trigger wire was pulled and extremely tight. Eventually, the wire was removed and the case was completed. Additional information was received: the device was twisted due to the tortuous iliac of the patient. There was some evidence to suggest the graft may have been twisted prior to insertion. The anterior markers were in the 12:00 position, but the horizontal markers were in the 3:00 position. The device positioned on the patient¿s abdomen prior to insertion to confirm that the graft was in the correct orientation. The markers did not form a cross during initial positioning. The thumb screws (rmts) were not aligned at 12 o¿clock, they were aligned around the 1:30 position. Case was successfully completed with no harm to the patient.